Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the tip of the driver is twisted from what appears to be overload. The tip of the driver has sheared off inside the screw. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a 4 level posterior spinal surgical procedure. It was reported that the tip of the drivers broke off in the set screw. The tip was removed with suction. No patient complications were reported.